Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. A field service engineer (fse) visited the site due to the message during the first treatment and did not find any technical problem regarding the message. A review of the logfile for the day showed the message regarding eye contact displayed many times. This message could appeared if the user was using the joystick of the bed instead of the joystick of the laser arm. The logfile review showed before the reported treatment started, the system ran in service mode and the reported treatment was carried out in service mode so that the energy was lower than treatment mode. The treatment was operated with very low energy setting. No technical root cause was identified . The root cause for the incomplete flap is the system was not changed from service mode to treatment mode. The root cause for the eye contact message could be that the user was using the joystick of the bed instead of the joystick of the laser arm. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported an incomplete flap. Corneal flap bed was made but no canal or side cut resulted. It was found that the system was in service mode from a prior issue of suction pop up message that was resolved. Therefore, flap was created in service mode. The laser does not give a warning that the system was in service mode and that a treatment card was used. According to the doctor, the docking looked ok prior to starting the treatment.